Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that falsely elevated architect ipth results were generated. No adverse impact to patient management was reported. (B)(6) 2018: an initial result of 90.7 pg/ml was generated for a patient. The customer's normal range is 15 - 68.3 pg/ml. The sample was sent to two different laboratories for testing. Laboratory #1 generated a result of 46.95 pg/ml using the architect ipth method. Laboratory #2 generated a result of 42.4 pg/ml using a non-abbott clia ipth method with normal range of 15 - 65 pg/ml. (B)(6) 2018: patient #1 result was 1048.0 pg/ml. Testing at another laboratory was 537.9 pg/ml. Patient #2 result was 135 pg/ml. Testing at another laboratory was 65.2 pg/ml. (B)(6) 2018: patient #2 result was 24.4 pg/ml. Laboratory #1 generated a result of 25 pg/ml. Laboratory #2 generated a result of 17.6 pg/ml. (B)(6) 2018: patient #3 result was 306.7 pg/ml. Testing at another laboratory was 224.90 pg/ml.

Manufacturer narrative:
No customer returns were available. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits which indicates that the lot is performing acceptably and comparable to other lots in the field. Based on the available information, no product deficiency was identified.